Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: investigation site: pd zuchwil. Selected flow(s): damaged: visual / examples: deformed/bent/cracked/broken. Visual inspection: the device does appear to have a broken portion. Component 60030408 is broken. The device appears to have no other damage. Dimensional inspection: broken-off portion was not returned; therefore, no dimensional inspection can be accurately performed. Document/specification review: the overall assembly drawing and the individual component drawings were reviewed. The component is meant to be complete and symmetrical, in order to function properly. Summary: in summary, the part was received back in a broken condition. After review of the drawings and supporting documentation, no design related root cause could be identified. Testing was conducted to show the ability of the device to perform appropriately after multiple uses and reprocessing cycles. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 03.501.080, lot: 9724422, manufacturing site: hägendorf, release to warehouse date: 25.nov.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device history lot : part: 03.501.080. Lot: l620476. Manufacturing site: hägendorf. Release to warehouse date: 14. November 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the application instrument for sternal zipfix was found broken at cutting place after the case. There was no patient involvement reported. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for complaint (B)(4).